Manufacturer narrative:
The reported events of failure to sense, low current of injury and stretched could not be confirmed. Visual inspection showed that the inner and outer helix lengths were within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No anomaly was noted, the device passed all tests. Further analysis was performed, including output and sensitivity verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received noted device failed to sense and had low current of injury after three fixation attempts.

Event description:
It was reported that a right atrial leadless pacemaker exhibited poor mapping measurements during initial implant. Repositioning was performed multiple times. The helix became stretched on the third attempt during protective sleeve advancement. This was confirmed via fluoroscopy imaging. Troubleshooting was attempted, but the helix did not extend or retract. Device was then replaced with another to complete the procedure. Patient was stable.